Event description:
It was reported that a malfunction code appeared on the customer's pump, and efforts to reset the pump did not prevent the issue from recurring. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and arranged to replace the pump. The customer agreed to use multiple daily injections (mdi) as a backup therapy and understood the instructions to return the pump using a pre-paid label. Instructions were also given to store the pump properly before returning it.